Event description:
Reporter indicated a vns (B) (4) computer was giving sql error messages when programming 103 generators. Programming was able to be performed. The suspect computer and flashcard have been returned and are in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.